Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to see insulin drops exit the infusion set tubing during the load fill tubing process. Tandem technical support (cts) instructed the customer to tighten the luer lock connection; however, customer was still unable to see inulin drops. Cts had the customer disconnect the tubing from the cartridge. Customer was able to verify insulin at the end of the pigtail. The customer reconnected the tubing back to the cartridge and was able to see insulin exit the tubing. There was no impact to the customer's blood glucose level.